Event description:
Valve at opening loose and fell off inside patient. Got another trocar and same thing happened. A new trocar from a different lot # placed. Grey valve retrieved from patient's abdomen.